Manufacturer narrative:
Three hypodermic needles and glass syringes (different manufacturer) were returned for evaluation. The protective caps were not returned with the components. During functional testing, the needle hubs was tightened to the devices per direction found in the instructions for use. After tightening, no leaks or detachment of the cannula were observed during testing. The returned devices were found to operate as intended. Visual inspection revealed no anomalies with the devices. No evidence was found to suggest the reported event was caused by a manufacturing issue.

Event description:
A report was received that stated during an injection, the needle became detached from the syringe. No needle-stick took place. There was no patient or clinician injury reported.

Manufacturer narrative:
(B)(4). Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.